Event description:
The rep reported a little over two weeks later that the extension had already been changed.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the extension broke during tunneling. The extension was replaced and the issue was resolved at the time of this report. It was noted that no surgical intervention occurred, but was planned and scheduled for (B)(6) 2016. The patient was alive with no injury. The indication for use included occipital stimulation. Additional information has been requested to find out what will be performed at the surgical intervention on (B)(6) 2016. If additional information is received, a follow up report will be sent.